Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged from the coronary sinus branch while the guide catheter was being slit. The lead was not used and another lead was implanted. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.